Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, at the time of transection of the jejunum, during the firing, the reload stopped midfire. The screen handle did not activate any excessive force warnings and stopped halfway through the firing. The surgeon was advised to allow time for tissue to compress and to try to continue the firing. The surgeon tried it twice and was unsuccessful. Then the handle was reset, which allowed the jaws of the reload to open and come off tissue. A manual handle was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter (serial#unknown); unknown egia su, unknown endo gia sulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.